Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user fell while chasing a dog, after which the ilet display showed lines with only the time visible, rendering the device unusable and necessitating replacement; the event was characterized as a hardware screen/display damage consistent with screen bezel separation, with no associated alerts or alarms. Symptoms included hyperglycemia to 230 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of automated insulin delivery, use of backup therapy, and no medical intervention or hospitalization. Investigation included complaint review, user interview, and assessment of device function based on reported behavior and return logistics. Investigation of this device revealed physical damage to the display assembly consistent with impact after a fall, aligning with screen bezel/display failure and loss of intended visualization function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to an external impact.